Event description:
Guidewire fractured and unable to be removed. Stent placement was required to secure fragment to vessel wall.======================manufacturer response for guidewire, prowaterflex 300cm (per site reporter).